Event description:
A customer reported ¿power outage and the analyzer is not initializing properly giving a monitor assay¿ error message on the aia-2000 analyzer. Technical support specialist (tss) instructed the customer to power the analyzer off, connect the analyzer directly to the wall outlet and power on the analyzer, but the error persists. The uninterrupted power supply (ups) is presenting an orange triangle charge message. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg), follicle stimulating hormone (fsh), luteinizing hormone (lh ii), intact parathyroid hormone (ipth), and cardiac troponin I (ctnl 2). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by visually seeing the 2000 software program frozen and would not start, also the uninterrupted power supply (ups) was completely not functioning. Fse reinstalled the 2000 software program and replaced the ups for a new one. After the software was reinstalled, the program opened with no errors reoccurring. Fse repaired and validated the analyzer, the customer successfully performed quality control run without error and within acceptable range. No further action required by field service. The aia-2000 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number:(B)(4) from (B)(6) 2022 through aware date (B)(6) 2023. There were no similar complaints identified during the search period. Aia-2000 operator's manual on the system operation section 6.9.1, page 99 assay monitor: once assay has started, the assay requests in the assay request screen move to the assay monitor screen and the system operator can then monitor assay operation progress using the assay monitor. The most probable cause of the reported event was due to failures of the 2000 software program and the uninterrupted power supply (ups).